Event description:
It was reported that there was a required revision due to pain. Old stryker fx stem was removed due to pain. Revive and perform reverse were then implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.